Manufacturer narrative:
Device evaluation anticipated but not yet begun. Through follow up with the health care provider, it was learned this device was explanted due to calcification. The device was received and evaluation is pending completion.

Manufacturer narrative:
Customer report of calcification was confirmed. Moderate to heavy calcification was observed in the cusp area of leaflet 1, heavy calcification was observed in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 1 exhibited minimal calcification, free margin of leaflet 2 exhibited heavy calcification. Calcification restricted mobility in two of the leaflets and led to stenosis. As received, leaflet 2 had two tears, both tears were approx 4mm in length, one tear was at commissure 2 and one tear was at commissure 3. Leaflet 3 also had a tear at commissure 3, tear measured approx 6mm in length. All 3 leaflets at all 3 commissures also exhibited thickened and swollen tissue. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was moderate at the stent inflow. The x-ray demonstrated calcification and commissure 3 wireform distorted. All three commissures wireforms on the outflow aspect was exposed. These damages are most likely due to explant. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards sales learned of an explanted device. Through follow up with the hospital, it was learned that an aortic valve was explanted after approximately 12 years, 4 months (148.33 months), due to severe aortic stenosis resulting from calcification. It was noted the patient required repair of the ascending aortic ruptured pseudoaneurysm, had very friable sternal tissue, evidence of old thrombus and clot at the site of the rupture necessitating repair.